Event description:
During evaluation of a returned minicap, the sponge was found to be partially sticking out of the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 04/08/2014 ¿ 04/11/2014. Sample was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The investigation did not verify the original observation of protruding sponge. Should additional relevant information become available, a supplemental report will be submitted.